Event description:
It was reported that this electrode was explanted due to the patient feeling uncomfortable with the device implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.